Event description:
It was reported that the ilet charger was not functioning because the cord would not remain seated in the charging pad, and the user confirmed the issue persisted across different power outlets; a replacement charging kit was shipped. Symptoms included no reported changes in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting steps with alternate outlets. Investigation of this case revealed a suspected mechanical connection issue with the charging pad and cord, consistent with a device component malfunction in the external charging system. It was concluded, based on previously established findings for similar reports, that the most likely cause was component wear or damage leading to poor mechanical retention of the charging connector.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.